Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In the beginning of (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. In the end of (B)(6), patient was hospitalized due to stoma site infection, increased infection parameters and for drainage of abscess. After an unspecified period of time, the patient was discharged.